Event description:
It was reported that the patient was encephalopathic, moves all extremities x4 but was slow to wake up and respond to commands. A CT-scan performed on (B)(6) 2015 revealed occipital infarct of uncertain age, no evidence of air embolism or sequelae. The patient is stable from a hemodynamic standpoint and ventricular assist device (vad) parameter standpoint. The physician is unsure of the timing of the occipital infarct (new or prior to implant) or if the ventricular assist device (vad is involved.

Manufacturer narrative:
Per the instructions for use, implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Adverse events that may be associated with the procedure and use of the system as outlined include stroke and neurological deficits. As reported, the timing of the event as related to the use of the device and cause cannot be determined. This patient's comorbidities including atrial fibrillation, peri-operative influenza, and history of ventricular aneurysms are factors that may put the patient at a greater risk for stroke. With review of the information there is no indication of any device manufacturing or performance issues. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted.